Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
It was reported by our sales rep that during a knee scope the micro tornado handpiece blade falls down. The device was replaced with another handpiece and there was no delay or patient consequences

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at service center and evaluated.the complaint was confirmed. Per service manual operational and diagnostic analysis confirmed reported issue of the blade falling into the handpiece. This was caused by a missing tissue seal, the tissue seal was replaced to correct. In addition; the device would not respond to button touch, was displaying intermittent shorted errors, and the motor made a grinding noise. The keypad pcb, motor, and cable assembly were replaced to correct. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed replacement of internal seals and valve screws as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further investigation beyond what is noted above will be conducted on this complaint.there is no corrective and preventive action.however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).